Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. This lead has not been received. Other than the surgical procedure, no additional adverse patient effects were reported. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.

Event description:
It was reported that this recently implanted right ventricular (rv) lead was explanted and replaced due to a product performance issue. This lead has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.